Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 29, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was cut in 2 pieces. No further issues were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - additional surgery (incision enlarged). Section h6- health effect - clinical code 4581: no code available (incision enlarged). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was implanted into the patient's right eye. During the post-operative exam, the patient reported experiencing blurry vision, halos, glare, and difficulty with near vision in low light, leading to dissatisfaction. These issues affected the patient's daily activities. The lens was removed during a secondary surgical procedure. Information regarding the replacement lens was not provided. The incision was enlarged, with no reports of vitrectomy, unplanned sutures, or delays in the procedure. No medical attention was sought, and no medications outside of the standard care were prescribed. The patient is temporarily impaired. Pre-operative best corrected visual acuity was 20/20, and post-operatively it was 20/30. Directions for use were followed. No additional information was provided.